Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had main drawer 2.2 failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.2 failed. A field service engineer found broken pocket lid in main drawer 4 and released pocket in hardware test application (hta). Further, the engineer recovered auxiliary drawer 6 row c pockets, ejected pockets, recovered it in application and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.